Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Incomplete stent expansion is a known potential procedural complication associated with the enterprise 2 vrd. With the information provided and without the return of the associated devices, it is not possible to determine the root cause of the event. However, the event may have been related to a combination of multiple factors experienced in the clinical setting rather than the design or manufacture of the device. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx23mm vascular reconstruction device (product code encr402312, lot number 9185287) was advanced to the target position and started to release, it was found that 3 distal markers of the stent were converged which could not be opened or expanded as intended. The doctor retracted the stent and delivered the stent to release it again, but the distal stent markers still failed to open completely. The doctor removed the stent and the prowler select plus 150/5cm microcatheter (product code 606s255x, lot number unknown) from the patient, then switched new devices (both were other brands) to complete the surgery. There was no patient injury reported.